Manufacturer narrative:
Technician found that the bed operated correctly. Nurse alleged that she thought the bed was equipped with 3-level ppm. Bariatric total care beds do not offer this feature; this bed had only bed exit capabilities which were in good working condition. This appears to be user error.

Event description:
Account alleges the patient fell out of the bed. Patient was not injured. Bed exit was set and did alarm during the alleged incident.